Event description:
It is reported that the spike broke off and was stuck in the resected bone of the tibial plateau. The resected bone was removed from the pt with the broken spike in it.

Manufacturer narrative:
Eval: as returned, the spike arm is missing the longer of the two spikes. This part had a sharp corner at the base of the pin which potentially caused a stress riser and caused the pin to fracture when the device was impacted into the bone. Design improvement was implemented in 2003. Device history records indicate device manufactured to specification.